Event description:
The length of the iab was too short. (Event complications: none from the event- reported 7/10/97.)(pt's current status: unk - rpt'd 7/10/97.)

Manufacturer narrative:
Evaluation: the iab (with the sheathless-gard) was returned intact for evaluation with blood noted on the exterior of the device and within the inner lumen. A kink was noted in the sheath at the sheath/sheath hub junction. A 10 french, 6 inch sheath was noted to be in place over the catheter tubing. The catheter tubing was measured and found to be within datascope's mfg specifications. No defect was found during laboratory examination. Probable cause of difficulty: datascope does recognize your complaint even though it could not be verified in the laboratory. Please be assured that the appropriate individuals at datascope have been made aware of this rpt'd difficulty and steps are being taken to remedy the situation. It is through complaint rpt that datascope becomes aware of difficulties and problems encountered by our iab users.